Event description:
Procedure: low anterior resection. According to the reporter: the instrument and reload were applied across the distal rectum for transection. The stapler fired the entire distance. The surgeon encountered resistance mid-way but was able to complete the firing. There was a hole in the middle of the staple-line and unformed staples were noted. Tissue damage was reported. The procedure was converted to open to repair the staple line.